Manufacturer narrative:
Product analysis conclusion :the stent graft had been deployed prior to receipt of the device and was not received for analysis. A break was evident to the backend screwgear, the backend wheel remained intact and it was possible to advance and retract the tip using the backend wheel. The graft cover advanced and retracted with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure to treat an abdominal aortic aneurysm, the suprarenal deployment wheel housing broke during deployment of the esbf2314c103e stent graft. Prior to the procedure, the device was inspected and there was no noticeable damage. Despite the back-end wheel breaking the stent graft fully deployed without incident and there was no impact to the position of the stent graft. There was no strenuous pressure placed on the delivery system during deployment. There was no issue recapturing the tapered tip, the physician held the back of the delivery system forward and spun the back-end wheel to recapture. Per the physician the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.